Event description:
There were five stents implanted in the pt to treat four lesions. There were a total of five stents used in the pt. (Ref #s mdr2953200-2008-00350 thru mdr2953200-2008-00354). There was one endeavor stent (2.5x18 mm) in the mid rca, one endeavor stent (3.0x30 mm) proximal left circumflex, one endeavor stent (4.0x12 mm) in the proximal rca, and two endeavor stents were implanted (3.5x15mm and 3.0x24mm) in the 1st obtuse marginal vessel. There were no issues reported relating to the implant procedures. It was reported that the pt died approx 35 days post stent implant. The investigator reported that it was a sudden death. It was reported that the death was not associated with an mi or thrombosis. An autopsy report is not available. The investigator reported that the death was not related to the study stent or study procedures. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Results and conclusions: death, lack of info, no autopsy report.